Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.